Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the microchip inside their insulin pump was bad. The patient's blood glucose level was unknown at the time of the call. The customer did not want to troubleshoot the issue. The customer tried to reprogram the insulin pump but all the settings were lost. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored and no settings change on its own noted. The insulin pump passed a21 error, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked battery tube threads.